Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the event resolved without sequelae on (B)(6) 2025. It was noted that the heartmate 3 lvad was possibly related to the arrhythmia events.

Event description:
It was reported that the site was not able to answer the request for additional information as the patient was admitted as inpatient to the intensive care unit (ICU). The patient's implantable cardioverter defibrillator (ICD) was implanted on (B)(6) 2024 and it was not an abbott device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding and cardiac arrythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025, following impella implant on (B)(6) 2025, the patient had oozing from the impella site, which required a stitch and manual pressure. The patient's hemoglobin dropped from 9.2 pre impella, to 6.6 about 2 days after impella implant. The patient received 1 unit of packed red blood cells on (B)(6) 2025. The patient had a history of chronic anemia. The bleeding from the impella site resolved with sequelae on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a bleeding event following implantation with the heartmate 3 left ventricular assist device (lvad). The event had probable relation to the lvad and implant procedure. The patient's hemoglobin was 5.8 and they were given one unit of packed red blood cells (prbcs) on (B)(6) 2025. The hemoglobin was measured as 6.8 on (B)(6) 2025 and another unit of prbcs was provided. The patient had low hemoglobin from their surgery due to bleeding. It was also reported that the patient had cardiac arrhythmia and was treated with amiodarone on (B)(6) 2025. The patient had a history of atrial fibrillation rapid ventricular response (rvr). The physician's note showed the atrial fibrillation rvr, however the electrocardiogram did not show the finding. The patient's amiodarone drip was increased.